Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0546093 the following sections have been updated: b4: date of this report d4: expiration date and UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h4: device manufacture date h6: evaluation codes h10: additional narrative

Manufacturer narrative:
This report is to add/correct the following information in h10 for 0002023141-2019-01005-1. Zimmerbiomet complaint number (B)(4) the imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The product is not noted to have been used in a patient. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1227120. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227120) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was found to be missing from the packaging.